Event description:
A patient reported that the meter would not power on. Patient went to the emergerncy room unable to test on the meter and was experiencing high blood glucose symptoms. Patient was weak, thirsty, and had dry mouth. Unknown what the e.r. Reading was and what treatment was received. Reporting this case as a meter malfunction since it is unknown how long the meter was not powering on and if the meter contributed to the high blood glucose symptoms. Patient was also using expired test strips. No further information has been reported.